Event description:
It was reported that an ilet user attempted to start a new freestyle libre 3 plus sensor and repeatedly received beeps without successful initiation, followed by unsuccessful scans in the ilet mobile app despite correct sensor selection, phone restart, nfc and wi-fi toggling. After pump restart, the sensor subsequently connected and showed pairing with the ilet. No clinical symptoms were reported. Outcomes included no impact on therapy or safety and no alarms. User support included guided troubleshooting and education, including verification of settings, repeated scan attempts, mobile device restart, nfc and connectivity checks, and pump restart. Investigation of this case revealed a transient communication or pairing difficulty between the mobile app and sensor that resolved to a pairing state after device restarts, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference consistent with environmental or connectivity factors.